Event description:
The customer reported on (B)(6) 2013 at 09:36 am she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: time 09:37 am, cho (g) 6. She decided to deactivate the pod. Upon removal she noticed the cannula was bent. She was able to activate a new pod successfully.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.